Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the primary packaging sterile was damaged. The device was not used on patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that a long 60a device was returned outside its original package. No package was returned for analysis. The device was visually inspected and no anomalies were noted. It could not be determined what may have cause the reported event. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.